Event description:
The patient was initially implanted with an afx bifurcated stent graft and an excluder leg (non-endologix) for treatment of a left common iliac artery aneurysm (lciaa) on (B)(6) 2016. This initial procedure is outside the indications of use (off-label) due to the use of adjunctive devices not compatible with afx system per the IFU. Approximately six (6) years post initial procedure, a computed tomography (CT) scan revealed an indeterminate endoleak (suspected to be a type iiib endoleak). One month later there was another CT performed with no change. A CT performed three (3) months later revealed that the initial lciaa had not changed; however, there was a new pseudoaneurysm above the terminal aorta (anterior wall), and contrast flow into this pseudoaneurysm was observed due to a possible type iiib endoleak. Approximately one month later an additional procedure was performed, and unknown non-endologix devices were implanted to exclude the pseudoaneurysm. The patient was discharged from the hospital.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply h3 other text: device remains implanted.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the type iiib endoleak and pseudoaneurysm formation are unconfirmed. The additional endovascular procedure is confirmed. This is moderately consistent with the reported adverse event/incident. Device, user, procedure or anatomy relatedness of this complaint could not be determined. No procedure related harms for this complaint were reported. During the investigation, endologix found reasonable evidence to suggest the device was used off-label. The initial procedure is outside the indication of use due to concomitant product usage (gore excluder limb) not compatible with the afx and the patient being treated for a left common iliac artery aneurysm. There was no abdominal aortic aneurysm. It is unclear if these contributed to the reported event. The final patient status was reported to be discharged. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with duraply. Corrections: g3: awareness date has been updated. H6: investigation finding codes: remove code 3233. H6: investigation conclusion codes: remove code 11.